Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 19:18:41.000 and (B)(6) 2024 19:28:00.000. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date 28-apr-2024 in the formatted history file.  Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 11:23:46.000. (B)(6) 2024 11:53:47.000. (B)(6) 2024 12:23:48.000. (B)(6) 2024 05:28:46.000. (B)(6) 2024 05:38:00.000. (B)(6) 2024 05:58:47.000. (B)(6) 2024 11:23:48.000. (B)(6) 2024 11:58:47.000. (B)(6) 2024 12:28:48.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 16:09:00.000. (B)(6) 2024 20:21:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 20:37:00.000. Sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) 2024 21:13:00.000. Unable to test for sensor error alert, lost sensor alert and sensor signal not found due to critical pump error (open book image) alarm. Sensor error alert, lost sensor alert and sensor signal not found were unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 19:59:45.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back - battery compartment of the pump during analysis. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, slight corrosion was also found on the battery tube assembly, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 35, exposed to moisture, harm reported with no reported allegationof a device malfunction. The customer reported blood glucose value of 280 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reports critical pump error 35 while bolus is still running pump was exposed to moisture. Troubleshooting was performed. The event involved product(s) mmt-1880, mmt-243a, mmt-332a. Customer reported a critical pump error other than the open book image error or critical pump error 24. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-243a. No product return is required for mmt-332a.